Manufacturer narrative:
Corrected to reflect the report that an adverse event and product problem were associated with this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving gablofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2017, it was reported that, during a pump refill, a volume discrepancy was noted. It was reported that the expected drug volume was 4 ml, but the actual removed was 13 ml. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if any diagnostics, troubleshooting, and interventions/actions had been taken. The issue was not considered resolved. The patient's status was unknown. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Updated to reflect the report that that the patient was a possible candidate for surgical intervention. B5: updated to reflect the information received on 2017-jul-18: patient code (B)(4) removed, patient code (B)(4) and device code (B)(4) and (B)(4) were added to reflect the information received on 2017-jul-17. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jul-17 from the patient's healthcare provider (hcp). It was reported that the patient experienced increased spasticity as a result of the volume discrepancy. A side port tap was performed and the hcp was unable to aspirate from the catheter access port, however x-rays showed no evidence of catheter disconnect or break. It was confirmed that the volume discrepancy was the result of a catheter malfunction of unknown etiology. The pump was refilled and the dose was weaned down to minimum rate setting. The patient's parents were discussing options of revision vs. Explant as it was possible the patient would undergo surgical intervention for the catheter malfunction.